Event description:
Reporter stated he has rec'd the er1 message a total of 4 times on an unaffected meter. Technique seems satisfactory, strips are within control solution range. Later communication with reporter revealed his meter serial number did fall within the affected meter range.